Manufacturer narrative:
Results of visual and functional testing indicate the field service engineer went to the customer to investigate and test the piic ix and confirmed a loose cable connection. Based on the information available and the testing conducted, the cause of the reported problem was a loose connection. The reported problem was confirmed. The device was operational after repairs were completed, the cable was tightened and retested, and the device works as designed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center (piic ix 866424) indicating that alarms were not sounding. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Correction to product information: box d; 510k.